Manufacturer narrative:
**Update: (B)(6) 2013 pfs was received from legal, medical records were received from legal, and part/lot information was identified. Although litigation reported this as metal on metal, product information indicates the patient had poly on metal. Records are available for further review. The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Litigation alleges that the patient suffers from severe pain, discomfort, and toxic cobalt chromium metal debris.

Manufacturer narrative:
Depuy still considers this investigation closed at this time. (B)(4).

Event description:
Update 2/23/16, 2/25/16, 3/1/16 medical records received. Medical records reviewed for MDR reportability. Patient had a poly on metal bearing surface. When revised there was a large fluid collection that grew a positive culture for p. Acnes and synovium had persistent metal staining or metallosis from primary surgery. There is no new additional information that would affect the existing investigation. The complaint was updated on: mar 9, 2016.

Manufacturer narrative:
The devices associated with this report were not returned. Review of the device history records did not reveal any related manufacturing deviations or anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
UDI: (B)(4).